Manufacturer narrative:
(B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported several patients presented with flap striae at the first post operative exam. Flaps were washed and replaced (lift/rinse) and resulted in patients normal visual acuity. The thickness of the flaps in question is 110 micron. Although request for information on how many patients were involved was done no further information was provided at the time of this report.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to abbott medical optics has been submitted.